Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. Product code: unk. UDI, implant date: unk. Device manufacturer date: unk. Claim# (B)(4).

Event description:
The reporter states an implantable collamer lens was implanted into the patient's left (os) eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.